Manufacturer narrative:
Product event summary: based on analysis, it was determined that the product met specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after being implanted, a sensing problem was noted and the impedance measurements were abnormal. The following day, a revision procedure was performed. When attempting to disconnect the lead, the setscrew was found to be out of the implantable pulse generator (ipg). The physician decided to replace the device with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.